Event description:
It was reported that the insulin pump had a broken end cap. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a broken end cap and severely damaged/cracked and bleeding lcd glass.